Event description:
The patient was treated with a smart control nitinol stent system under a super sl study and experienced a moderate in-stent restenosis. A percutaneous transluminal angioplasty was attempted for the in-stent restenosis, but was unsuccessful. The patient had moderate swelling in the left foot and moderate claudication. A second attempt to revascularize the in-stent occlusion was attempted in the left leg. The patient received therapy for the in-stent restenosis.

Manufacturer narrative:
Additional information has been requested and will be provided within 30 days of receipt.